Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. The sheath was visually inspected and the following observations were made: circumferential delamination of the liner for approximately 3.5¿ starting from the distal tip; sheath marker band loosely attached; damage on hdpe portion of sheath with stress marks 0.75¿, 1.5¿, and 2¿ from distal tip; scratches present on hdpe near end of liner delamination; kink on sheath shaft approximately 4.5¿ from distal tip.  A review of imagery provided revealed the liner was circumferentially delaminated for 2-3¿ starting from distal end with insertion marker attached.  Due to the nature of the complaint, no functional and dimensional testing were conducted. The complaints were confirmed visually. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. The esheath final assemblies were 100% visually inspected by both manufacturing and quality.  In addition, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing.  The verification includes visual inspection for abnormalities both before and after seam expansion testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review revealed no other similar complaints.  A review of complaint history from august 2018 to july 2019 revealed no additional similar complaints. However, no manufacturing non-conformances were identified during the evaluation. Available information suggested that patient/procedural factors may have caused or contributed to the similar events.  A review of the complaint history revealed that the complaint occurrence rate did not exceed the july 2019 control limit for the trend category. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath distal tip liner delamination and sheath shaft kinked, bent were confirmed based on imagery review and visual inspection of the returned device. Investigation of the device and review of lot history, complaint history, and DHR revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per reported notes, there was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging.  Per report, ¿patient access vessel assessment for mld, tortuosity and calcification: very calcified femoral arteries¿. The scratches observed during visual inspection supports that calcification interacted with the sheath. While it is unable to be confirmed due to lack of relevant imagery, tortuous access vasculature may have caused the kink and stress marks on the sheath shaft. Withdrawal of the delivery system in challenging anatomy may have led to non-coaxial withdrawal of the delivery system resulting in the balloon catching on the liner resulting in delamination. Additionally, it is possible that incomplete deflation of the balloon after deployment increased the balloon profile and made it more likely to catch on the sheath tip. While a definitive root cause is unable to be confirmed, available information suggests that patient (calcification/tortuosity) and/or procedural (residual fluid/non-co-axial withdrawal) may have contributed to the reported complaint events.  Since no product non-conformance or IFU/training deficiencies were identified during evaluation, no preventative or corrective actions, and a product risk assessment escalation are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tavr with a 26 mm sapien 3 valve in the aortic position, upon retrieval of the esheath, the ¿inner jacket¿ of the esheath came out. Post procedure, abnormal bleeding was found at the puncture site. One perclose and one angioseal was added in order to stop the bleeding resulting in an obstruction of the afd. An attempt was made to fix the obstruction with a non edwards balloon, but was unsuccessful.  A right femoral artery angioplasty with a pericardial patch was successfully performed.   Review of a picture of the esheath after use showed extensive linear delamination.